Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that detached sensor wire occurred. The patient experienced a detached sensor wire which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. Date of event is an approximation. On (B)(6) 2023, the patient was in the hospital for 12 hours due to an infection that was caused by the retained wire. The patient mentioned that all the pus was squeezed out of the infection area by the hospital staff and that they were prescribed an unspecified oral antibiotic to treat the infection. There is no documentation if the sensor wire was eventually removed. At the time of the report the patient was fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.